Manufacturer narrative:
The end user was not using caution by operating the power wheelchair outside in the dark on an alleged sidewalk through the woods. When the end user drove over a branch the power wheelchair went down into a ravine. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, or falling from the power wheelchair, drive in proper environments: avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass."

Event description:
The end user was operating their power wheelchair at night on an alleged sidewalk in the woods. The end user ran over a branch and the power wheelchair went into a ravine.